Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer¿s blood glucose level was 245 mg/dl.